Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the rep was checking a patient before an MRI and she has one pair that showing >40k. He states that he checked with both the tablet and 8840 to be sure. So the patient cannot have an MRI and they will have a CT scan instead. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that no troubleshooting was done regarding the high impedances, no actions/interventions were taken, the cause is unknown, and the event is not resolved. This information was confirmed by the physician.